Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that there was blood in the shaft. There were numerous kinks throughout the wds. There were three (3) anchors protruding through the shaft of the device. The implant was received inside the shaft of the wds. The implant was unable to be deployed due to three (3) of the anchors were bent and protruding through the shaft of the wds. No other issues were identified during the product analysis. (B)(4).

Event description:
Same case as MFR: 2134265-2015-04436. It was reported that patient complications occurred. A 33mm watchman ® laa closure device & delivery system (wds) and a watchman® access system were selected. After the first deployment the 3mm wds too proximal, the physician fully recaptured the device. After the second and third deployment the device was still too proximal and the physician performed a full recapture. When the wds was removed the physician noticed that one of the fixation barbs of the device pierced the delivery catheter. Than a 30mm wds was selected the deployed; however, it was too proximal so a full recaptured was completed. The procedure was successfully completed with the 30mm wds. No patient complications were reported and the patients status stable. It was further reported that a lesion was noted in the femoral artery and the patient experienced bleeding complications that required at least 2 units of packed red blood cells and vascular surgery intervention.